Event description:
Caller reported aviva blood glucose results of 450 mg/dl and 104 mg/dl within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Customer reportedly received the following mobile/aviva nano results within 10 minutes: 1) 210 mg/dl and 73 mg/dl 2) 388 mg/dl and 146 mg/dl 3) 162 mg/dl and 51 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4).